Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient mentioned a couple of weeks ago that she had a low reading and passed out. Her sibling found her and called the paramedics. The paramedics checked her, and got a meter reading of 14 mg/dl. The patient said the receiver didn¿t alert her, and she couldn¿t remember what it was showing on her device at the time. Paramedics gave her a glucose injection, and she was feeling better at the time of the call. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint "alert/notification settings issue" was undetermined due to the receiver passed alarm/ alert hardware testing. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.